Event description:
It was reported a rib plate broke. It was removed.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Corrections: d3 - company name change only. G1 - company establishment name updated only - typo. G1 - contact office - manufacturing site name/address typo.